Event description:
It was reported that during an upper femoral cross-over recanalization procedure, the sheath allegedly failed to deploy. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent products are identified in d2 and g4. H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned to the manufacturer for evaluation and images were provided for evaluation. The sample confirms that the inner catheter was separated from the system during the procedure and that the stent had been deployed. A inner catheter bonding joint was found loose and the inner catheter was found broken. Images provided also demonstrate the broken inner catheter, and demonstrate the use of a 0.035" guidewire and a 5f guiding catheter. An indication for a process related issue could not be found. In this case the system was flushed and the lesion was pre dilated; a 5f guiding catheter was in use which was considered a significant factor. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instruction for use state: 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.', and 'flush the inner lumen of the device with saline prior to use.' In regards to accessories the instruction for use state: 'gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035 inch (0.89 mm) diameter guidewire of appropriate length (see table) across the lesion to be stented via the introducer sheath.' In addition the packaging pictograms indicate the use of a 6f introducer sheath and a 0.035" guidewire. In regards to excessive release force the instruction for use state: 'if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible and replace with a new unit.' H10: d4 (expiry date: 06/2022), g3 h11: h6(device, result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Event description:
It was reported that during stent placement procedure on upper femoral crossover, the device allegedly had difficulties in removing the sheath. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent products are identified in d2 and g4. H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned to the manufacturer for evaluation and images were provided for evaluation. The sample confirms that the inner catheter was separated from the system during the procedure and that the stent had been deployed. A inner catheter bonding joint was found loose and the inner catheter was found broken. Images provided also demonstrate the broken inner catheter, and demonstrate the use of a 0.035" guidewire and a 5f guiding catheter. An indication for a process related issue could not be found. The system was flushed and the lesion was pre dilated; a 5f guiding catheter was in use which was considered a significant factor. Based on the information available the investigation is closed with confirmed result for inner catheter break/ failure to bond. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.', and 'flush the inner lumen of the device with saline prior to use.' In regards to accessories the instructions for use state: 'gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035 inch (0.89 mm) diameter guidewire of appropriate length (see table) across the lesion to be stented via the introducer sheath.' In addition the packaging pictograms indicate the use of a 6f introducer sheath and a 0.035" guidewire. In regards to excessive release force the instructions for use state: 'if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible and replace with a new unit.' H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent products are identified. As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 06/2022).

Event description:
It was reported that during an upper femoral cross-over recanalization procedure, the sheath allegedly failed to deploy. The procedure was completed using another device. There was no reported patient injury.